Event description:
The reporter stated that she had gotten error messages on her meter, but is not certain of the error number indicated. She stated that she retests and obtains a reading, but did not remember specifics, except that her results are not elevated. She reported that she is legally blilnd and occasionally has a problem inserting the test strip, and that she does not use the color chart to compare her test strip results.